Event description:
It was reported that a user experienced difficulty starting a dexcom g7 sensor, with the app remaining on ¿pairing with sensor¿ despite reentering the pairing code and toggling between g6 and g7; the user then observed a sensor warmup countdown and was advised completion would resolve pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem between components, with the electrical/magnetic subsystem and antenna implicated as involved device elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.